Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to cystocele, rectocele, and stress urinary incontinence. It was reported that she experienced pain, infection, urinary problems, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that patient underwent repair of cystocele, bladder neck suspension with pubovaginal sling and bone anchors, and rectocele repair on (B)(6) 2007. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, rectocele, and sui. It was reported that patient underwent repair of cystocele, bladder neck suspension with pubovaginal sling and bone anchors, rectocele repair on (B)(6) 2007. No additional information was provided. A review criteria of the batch manufacturing records was conducted and the batch met all finished goods release.